Manufacturer narrative:
Examination results suggest that this event is not device related but rather is associated with alignment.

Event description:
Reporter states, revision of left total knee, due to pt's complaints of pain, poly tibial insert exhibited wear. Baseplate, patella and femoral components were revised to compatible revision components at this time.